Manufacturer narrative:
The pump passed the displacement, self test and off no power tests. The pump was received with high idle currents due to a faulty driver on the lcd board. No battery out limit alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was going through the batteries faster than usual. Batteries and the battery cap were replaced but did not resolve the problem. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.